Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received inappropriate anti-tachycardia pacing (atp) and shocks for an atrial arrhythmia. Therapy was exhausted as all six shocks were delivered in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.